Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of breakage. The size of the missing piece was approximately 8.21mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the permanent cautery hook (pch) instrument broke intraoperatively. Pieces were noted within the patient's abdomen. The only piece retrieved was enclosed in a zip lock bag. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing abnormal was noted, the issue was noted during the 1st use. The issue was identified during dissection; it was noticed that the plastic piece was lying on omentum. It is unknown what the surgeon believes caused the instrument to break or the fragment to fall. The instrument was in use for 5-10 minutes before the issue was identified. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The customer was unsure at what point the pieces fell inside the patient. The instrument was not removed through the cannula prior to the breakage. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff noticed a yellow guard was missing. The customer only retrieved what was visible; not all fragments were retrieved. No additional surgical procedure was required to remove the fragments. Post-operative tests like an x-ray or ultrasound were not performed; technical support said it was not possible to visualize the pieces on x-ray. The customer proceeded with a new permanent cautery hook. As of 08-apr-25, the patient has not returned to the hospital. The instrument and one piece were covered and sent in. There were no photographic images of the device or a video recording of the procedure available for review.